Event description:
Caller indicated the advance meter was giving variable readings. Customer claims the meter read 79 and 280 within a minute.

Manufacturer narrative:
Meter involved in incident was returned and evaluated with retention samples of the same lot of test strips involved in the incident. The returned product performed within specification.